Manufacturer narrative:
Additional suspect medical device components involved in the event: model # - sc-2366-50 serial # - (B)(4) description - linear 3-6 lead 50cm.

Event description:
A report was received that the patient experiences sporadic stimulation, painful muscle tightness in the legs and frequent urges to empty her bladder when the stimulation is on. The patient also feels burning sensaton at the pocket site which intensifies and diminishes intermittently without changing stimulation levels. The physician explanted the entire scs system and the patient is reportedly doing well.

Event description:
A report was received that the patient experiences sporadic stimulation, painful muscle tightness in the legs and frequent urges to empty her bladder when the stimulation is on. The patient also feels burning sensaton at the pocket site which intensifies and diminishes intermittently without changing stimulation levels. The physician explanted the entire scs system and the patient is reportedly doing well.

Manufacturer narrative:
A returned product analysis indicated that the ipg passed all photographic, visual, mechanical and electrical tests performed. Visual and borescope inspection of the ipg found no anomalies in the ipg header. The possibility that electrical leakage could cause intermittent stimulation when the patient presses on the ipg site was investigated. No discrepancies were identified. Device exhibits normal device characteristics. Leads sc-2366-50 (B)(4) both exhibit normal device characteristics.